Event description:
High thresholds; please specify: 8.0 v @ v.40 hign impedance. Please specify, if known: 3654 ohms. Clinical actions for device: capped/abandoned/removed. Date device inactivated (if known): (B)(6) 2021. What is the product status? Implanted-out of service. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).